Event description:
It was reported that during a lap. Chole procedure, the clips were malformed and popping of two devices. Unk how the case was completed. There was no pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.